Event description:
(B)(6) 2010, pt received tmj concepts device on right side due to arthritis in the joint. Post surgery, pt had 50% opening and the pain subsided, however, pt's bite felt off. Pt continued to inform oral surgeon of the bite issue and was advised by to have dental work done. (B)(6) 2011, pt underwent restorative dental work, 4 new crown, and 3 infected teeth were extracted. Dental work was completed in (B)(6) 2011 and at this pont the pt could no longer open her jaw on the right side. Eating, drinking, sleeping and talking is like torture. Pt's bite has collapsed, is unable to close mouth and teeth are hanging out. Pt discussed concerns with oral surgeon who said the joint is fine and the problem is a dental issue. Pt saw dentist who said it's not a dental matter and that the right jaw is out of alignment and she needs surgery.